Manufacturer narrative:
A review of complaint and device history records did not reveal a known device problem. Actual device and same lot samples were evaluated and no failure was detected. Manufacturer is unable to confirm the reported complaint nor that it caused or contributed to the reported event. Event was initially reported in b1 as both adverse event and product problem. After completing the evaluation and detecting no failure the report is corrected to be reported only as an adverse event.

Event description:
User reported difficulty withdrawing a hydrophilic coated catheter and experienced pain and some blood in his urine. Urinary tract infection coincided with the reported problem. User prescribed antibiotic and is now recovered. User changed to non-coated catheter and applies gel lubricant and has not had further difficulties with withdrawal.